Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, tilt, perforation of all filter struts with multiple struts extending beyond the wall of the inferior vena cava (ivc) and into surrounding tissue and organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages. Per the medical records, the patient¿s prior medical history included pulmonary embolus (pe), deep vein thrombosis (dvt), diabetes mellitus (dm), hypertension (htn) and coronary artery disease (cad). Per the implant records, the patient had been admitted with a pulmonary embolism, placed on anticoagulation and received thrombolysis. Placement of the vena cava filter was recommended as the pulmonologist felt that if the patient developed a third pulmonary embolus, the risk of death was considerably high. Using fluoroscopy guidance, and venacavogram, the trapease filter was deployed at the level of the l2-l3 vertebral bodies. Post placement x-ray revealed the filter to be fully deployed and in good position. There were no reported complications. Per the medical records, approximately one-year following implantation, there was occlusion of the cordis ivc filter. A non-cordis filter was placed in the suprarenal position during thrombolysis of the inferior vena cava along with a right iliac vein stent. The non-cordis filter was removed after thrombolysis; however, the cordis trapease was left in place. Approximately twelve years and two months after the filter was implanted, the patient underwent evaluation of the inferior vena cava (ivc) and filter position via an abdominal and pelvis computed tomography (CT) scan. The review of the coronal and sagittal reformatted images found an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The report noted the original function of the ivc filter as permanent and therefore, could not be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and four months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter, leg pain and swelling and being concerned of a second occurrence of filter clogging. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolus (pe), deep vein thrombosis (dvt), dm, htn and cad. The indication was pulmonary embolism, treated with anticoagulation and received thrombolysis. The filter was deployed at the level of the l2-l3 vertebral bodies. Imaging revealed the filter to be fully deployed and in good position. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of filter struts extending beyond the ivc and into surrounding tissue and organs. Approximately one-year post implant, there was occlusion of the filter. A non-cordis filter was placed in the suprarenal position during thrombolysis of the inferior vena cava along with a right iliac vein stent. The non-cordis filter was removed after thrombolysis; however, the cordis trapease was left in place. Approximately twelve years and two months post implant, the patient had a CT that revealed an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter, leg pain and swelling. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, leg swelling, and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, perforation of all filter struts with multiple struts extending beyond the wall of the ivc and into surrounding tissue and organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding tissues; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all filter struts with multiple struts extending beyond the wall of the ivc and into surrounding tissue and organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.